Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump was stuck in the rewind process. The patient's blood glucose was in the 300 mg/dl range. The customer was advised back in march that her insulin pump was broken. A new device was sent to her but she had not been using it. She was advised to use manual insulin injections until her new insulin pump got programmed but she did not have any long-acting insulin or syringes. The customer was advised to call her doctor to get prescriptions for insulin and syringes, and to take her new insulin pump to the doctor to have it programmed. The customer was hard of hearing and had a hard time understanding the advice. No products were returned or replaced.